Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test and unable to prime during prime test due to protruded/loose drive support disk. Unable to perform occlusion test due to loose drive support disk. The insulin pump had missing end cap sticker, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported by the customer that his insulin pump alarmed and that when he attempts to insert the reservoir, a portion of the compartment protrudes. Customer states that he has had this issue for the past two months after he had dropped the device. Also, customer stated that he had pushed on protruding portion while still connected to the insulin pump. Customer was advised to disconnect from device. During troubleshooting, it was found that the drive support cap was protruding from the device. Next, customer was asked to check the infusion set and reservoir for any signs of damage. Customer verified no damage found on the insulin pump. Customer indicated the belt clip is missing. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.